Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during preparation for an rfa procedure, when opening the sterile package, it was noted one of the tines of the rfa probe had detached. The device was set aside and a new of the same device was used to complete the procedure. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the tip of the needle/probe detached cannot be confirmed. Without a device evaluation, a root cause for the reported complaint description cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instruction for use, which is supplied to the user with this catalog number, contains the following statements: inspect the device for any damage. Do not use a device that has been damaged. Do not twist or exert high forces on the device while it is deployed in the tissue. This may cause the needles to break and remain in the tissue. Do not remove the device without ensuring that the needles are fully retracted within the trocar. This may cause the needles to break and remain in the tissue. If retraction of the device becomes difficult, do not exert additional force. Infuse a small amount of saline solution and gently work the needles loose by alternating between a slightly retracted and a deployed position (while holding the main body with one hand and the trocar (at the point of insertion) with the other hand). The saline solution will generally soften the ablated tissue surrounding the electrodes. Once the ablated tissue softens, the arrays can be worked loose from the tissue and fully retracted. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference # (B)(4).